Event description:
The patient's dura was punctured during the trial procedure. The pt was monitored; however, during observation no side effects related to the dura puncture were noted.

Manufacturer narrative:
The surgery continued without further incident. The needle was discarded and will not be returned for evaluation. This is the final report.